Event description:
While placing 0.62 k-wire in bone, portion of k-wire broke. Physician unable to remove retained portion of wire. Determined that wire would not interfere with desired movement.

Event description:
A report has not been filed with vilex by the customer (doctor or hospital). An accounting of all stainless steel .062 x 6" k-wires sold (k16150-12n and k16150-05s) for the past three years has been done. Co has noted this case in the complaint file. The case is unique and co do not know the case circumstances that would cause a 0.062 wire to break. Co have determined that action on the co's part is not necessary since 1025 of this size and lot number were sold. When the material is received, vilex does not alter it in any way that would cause ca change in the strength. The wires were sold between aug 2003 and nov 2004. It has been almost seven months since the last wires were sold and co feel that out of 1025 wires of this one size (co had over 3,000 total wires sold out of the same batch number in other sizes) co should have had more reports if there was, in fact, a problem with material. Co's determination is that a medical device report (MDR) is not necessary since co has not been contacted by the user and co do not know the circumstances surrounding how the product was used. All lot numbers, lot # 1010940. Sales may 1, 2002-april 30, 2003 = 1,052 wires sold 0; sales may 1, 2003 - april 30, 2004 = 1,036 wires sold 696; sales may 1, 2004 - april 30, 2005= 1,067 wires sold 329.